Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reports a corneal burn during the phacoemulsification portion of a laser assisted cataract extraction with an intraocular lens implant procedure. The surgeon's primary incision was set at 2.9mm in width instead of the standard 3.1mm. The incision was widened to 3.1mm and sealed well without the placement of sutures. Current patient conditions are unknown at this time. Additional information has been requested but none has been received to date. (B)(4).